Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 478mg/dl. Initially, the customer stated that the health care professional was requesting the basals, in order to properly treat her. Assisted customer viewing the basal. However, while the customer was on the phone, the call was disconnected and no further information was obtained.